Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). E1 - address 1: (B)(6). The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, blackout occurred during angulation adjustment was identified during the device evaluation: based on the results of the investigation, a definitive root cause could not be identified. The cause of blackout during angulation cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the colonovideoscope had occasional stripes during the angulation adjustment. This occurred during maintenance. There were no reports of patient involvement.